Manufacturer narrative:
A thorough analysis of the data logs has been performed and this analysis confirmed that the software unexpectedly shutdown when the user tried to load a series. This software anomaly will be addressed through the continuous improvement process of our products. The origin of the reported slowness of pacs exam loading remains unknown. Parameters not related to the software, such as local network or dicom folder size, may explain the loading time. If pacs transfers are considered too slow, the rosa device also offers the possibility to load exams from a usb device.

Event description:
The surgeon informed the clinical representative (cr) by e-mail that the laptop crashed, if more than one image series are loaded from pacs. She tried several times. The laptop is also extremely slow, when she loaded a series from pacs and closes iqview.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The surgeon informed the clinical representative (cr) by e-mail that the laptop crashed, if more than one image series are loaded from pacs. She tried several times. The laptop is also extremely slow, when she loaded a series from pacs and closes iqview.